Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc., or any of its employees caused or contributed to the event described herein or that the event as reported by church & dwight actually occurred. Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4). Also, device evaluation has not yet begun since we're still waiting to receive the device from the consumer.

Event description:
Consumer reports that his tooth split in two pieces while brushing his teeth. He also reported being in pain.